Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed the reported phenomenon of a completely broken off and missing ceramic insulation at the distal end of the inner sheath. Furthermore, the sheath tube is slightly deformed. Causal for this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. In addition, there is rust underneath the yellow lip seal. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions as the damage of the sheath tube and the breakage of the ceramic insulation were caused by mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) with bladder biopsy and stone removal procedure, the ceramic insulation at the distal end of the inner sheath broke off inside the patient. No fragment/part remained inside the patient as the ceramic insulation was reportedly retrieved using rigid forceps. However, although the urethral stricture already had to be incised to gain initial access for the resectoscope, it was necessary to incise the patient's stricture slightly more to remove the broken off ceramic insulation. The intended procedure was subsequently completed using the same set of equipment. The patient was admitted overnight for observation and released the next day with no complications.